Event description:
Procedure: hysterectomy. According to the reporter: the patient had dehiscense after a sub-cuticular fascia closure and had to come back for reclosure - reportedly due to absorption of suture after 2 days.